Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she places the reservoir in the insulin pump, presses act button and it revert back to hold act button. During troubleshooting the device function correctly during the prime process. Customer was advised to make sure yes was highlighted. Customer states she always selects yes. Customer also stated she switches out the reservoir every seven days. Customer was advised that it should only be in for three days. Customer declined replacement device and will monitor the device. No further information reported.